Event description:
It was reported that cgm displayed error message while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for complete pump reset, and performed reset with guidance, after which pump no longer displayed cgm error message and no further issues were reported.